Manufacturer narrative:
(B)(4). The customer does not know the lot number. The date of manufacture cannot be determined. Related reference medwatch uf/importer report# (B)(4).

Event description:
The customer reported the patient went to the operating room (or) for tube exchange and that later after placement of the tracheostomy tube, the staff noticed that the flange on the outer cannula had disconnected. On (B)(6) 2016 a revision was completed and the dct model tube was replaced with an xlt model tracheostomy tube. No patient harm was reported and the patient was discharged in good condition to go home on (B)(6) 2016.

Manufacturer narrative:
(B)(4). One sample was received for analysis and the reported issue was confirmed. A visual inspection was performed and it was observed the flange is separated from the tube plus the outer cannula right hole presents damage. A dimensional test was performed and readings are within specification. Manufacturing controls are in place to detect cuffs with damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored.

Manufacturer narrative:
Lot number was provided upon receipt of the sample. The manufacturing date was reported as (B)(6) 2015. Medtronic/covidien reference number: (B)(4).